Manufacturer narrative:
The customer¿s report of a leak in the tubing was not confirmed as the used set was not received. Functional testing and leak testing of the provided new unused sets identified no issues. The root cause of the leak was not determined as the used set was not returned for inspection.

Manufacturer narrative:
Correction on initial report: additional medwatch information provided.

Event description:
Received a copy of the customer's medwatch report from FDA, which states: &#62606; discovered that approximately 80 ml of chemotherapy agent had leaked out at the point where the IV silastic tubing inserts into the blue plastic piece that sits into the wheels of the pumping mechanism of the alaris pump. What was the original intended procedure? IV infusion setup used with the alaris pump was supposed to deliver a specific amount of chemotherapy agent in a specific time: 100ml in 30 minutes."

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported an unspecified chemo leak and reportedly a pregnant nurse was exposed to the chemotherapy as a result of the leak, however there was no harm or injury reported for either the nurse or the patient as a result of this event.